Manufacturer narrative:
Block h6: conclusion code 4316 is being used to capture that the event is no longer reportable. The tria ureteral stent coil was clarified to be detached, occurred outside the patient, and determined that this event no longer meets reporting criteria. This event is now considered non-reportable. Block b5 and h6 has been updated based on additional information was received on march 13, 2025. Block h11: block h6 device code has been corrected.

Event description:
It was reported that during prepration, when removing the thread the stent got damaged. The procedure was completed with another of the same device and the patient condition was reported to be good.

Manufacturer narrative:
Block h6: imdrf a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during prepration, when removing the thread the stent got damaged. The procedure was completed with another of the same device and the patient condition was reported to be good.